Event description:
Baby was born vaginally using mystic 2 mityvac soft bell cup vacuum. No signs of problems with the device, but pt was transferred to tertiary care hospital after serious system failures. At this writing, it is unclear what the cause of the baby's death was attributed to. However, it is in the literature to report any adverse events related to this type of product. Dates of use: 2008. Diagnosis or reason for use: delivery equipment.